Event description:
According to the reporter, the capsule detached before the end of procedure. No reported patient outcome.

Manufacturer narrative:
Corrected information: section (evaluation codes) additional information: (evaluation summary) evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the duration of the recording was 47:24 hours of an anticipated 48 or 96 hours. The ph values transmitted for the first 5 hours of the study were within the normal range and the observed extreme ph values can be attributed to daily activities recorded by the patient (such as eating a meal or being supine). From 13:36 the ph level dropped below 4ph, then after approximately 16.5 hours the signal rose above 8ph until the end of the study. These readings suggest that the capsule detached from the esophagus and fell into the stomach. If information is provided in the future, a supplemental report will be issued.